Event description:
During troubleshooting for an unrelated alarm, it was reported that there was a leak in a cassette. This occurred during initial drain of peritoneal dialysis on a homechoice (hc) machine. The caregiver (cg) stated that there was solution on the floor near the drain bag. The drain bag was properly connected and not leaking. There was nothing unusual noted about the supplies and the source of the leak could not be determined. The technical service representative (tsr) assisted the cg in ending therapy and advised the cg to start over with new supplies. No adverse event indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.